Event description:
It was reported that a segment of the inner liner of sheath detached. The chariot¿ guiding sheath 7f, 45 cm, st, cc and unspecified jetstream device was used during atherectomy and balloon angioplasty procedure to treat the plaque in the superficial femoral artery (sfa). During removal of devices, the jetstream device came out of the sheath. It was noticed that the small piece of plastic appears to come out with the jetstream. It is noted that the small piece of plastic might be inner liner of the sheath. The procedure was completed. No patient complication were reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath and dilator coiled up inside the opened product pouch. The dilator was received inside the shaft of the sheath. There was blood on the outside of device. Microscopic examination of shaft revealed that the shaft was scratched from the tip proximally for 25cm. The braiding was not exposed and the arnitel material of the outer shaft was intact with no separations; however, the returned fm was verified to be the pfte lining inside the shaft of the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a segment of the inner liner of sheath detached. The chariot guiding sheath 7f, 45 cm, st, cc and unspecified jetstream device was used during atherectomy and balloon angioplasty procedure to treat the plaque in the superficial femoral artery (sfa). During removal of devices, the jetstream device came out of the sheath. It was noticed that the small piece of plastic appears to come out with the jetstream. It is noted that the small piece of plastic might be inner liner of the sheath. The procedure was completed. No patient complication were reported and the patient condition was fine.

Manufacturer narrative:
(B)(4).